Event description:
The reporter indicated that the device was explanted due to premature end-of-life (eol). The explant date of 3/1/98 is estimated.

Manufacturer narrative:
Summary of analysis: the device was subjected to electrical/mechanical function testing, and battery discharge analysis. Normal pacer operation was observed. The battery is partially depleted - normal.